Manufacturer narrative:
Additional investigation determined no product problem or deficiency caused or contributed to an adverse event/incident for the patient; the initial medwatch and any supplemental report submitted under manufacturer report number 3013164176-2023-01876 was submitted in error and is hereby retracted.

Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® iliac branch endoprosthesis instructions for use, adverse events that may occur and / or require intervention include but are not limited to occlusion of device or native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, a patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® iliac branch endoprostheses. An iliac branch component (ibc) was implanted in left side. Attempt was made to cannulate into an internal iliac artery (iia), however it was difficult. Finally, a 0.018 inch guidewire was able to be inserted to the iia, however, a contrast catheter was difficult to be delivered. While attempting to deliver the contrast catheter, an angiography revealed that the left iia was occluded. The physician changed to external iliac artery (eia) landing plan. A bridging stent graft, plc121400j, was implanted through an external iliac leg of the ibc into the left eia. The patient tolerated the procedure. The physician stated he should have tried cannulating into the left iia before using the ibc. Reportedly, the origin of the left iia was narrow.